Manufacturer narrative:
The issue was resolved by the service visit. Trending was performed for this type of complaint and no abnormal trend was identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of poor reproducibility for ca2 calcium gen. 2. Of the data for two patient samples provided as examples, only the results for one sample were discrepant. The estimate of the initial result was 6 mg/dl and the repeat result from another cobas 8000 c 702 module was 8 mg/dl. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the gear pump pressure was not consistent and some of the reaction cells may have had optical issues. He replaced the gear pump and choke assembly and the customer replaced the reactions cells. The customer performed precision testing, calibration, and qc.